Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did confirm the reported condition. This is a single use device and will not be repaired. No other observation was found on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter received a report that one (1) ce intermate lv 250 device was discovered before use with the end fell off. No patient involvement, injury or adverse event is reported. No medical intervention. The sample is available for evaluation. This complaint will reference the large volume device. The facility initially reported 4 devices, only one was a lv with this lot number. No additional information.